Event description:
New information noted that the event was noted at a follow up in clinic. Noise oversensing was observed. Programming changes were made. The patient was not symptomatic to the oversensing.

Event description:
It was reported that noise was noted on the right ventricular lead. No changes or intervention was reported. The patient condition was unknown.

Manufacturer narrative:
Further information was requested but not provided.